Event description:
Hamilton medical ag received the following event description from the distributor : "before we start the ventilation, when the customer tried to make the preoperational checks, we faced tf 9950. "

Manufacturer narrative:
Investigation is ongoing.